Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, implanted: (B)(6) 2008; 6947 implantable defib lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during the patient's radio frequency ablation, out of range left ventricular (lv) lead pacing impedance measurements occurred and a lead warning was triggered. It was also reported that after the conclusion of the procedure, the lv impedance measurements were stable. The lead remains in use. No patient complications have been reported as a result of this event.